Event description:
Pt undergoing hemodialysis. Model 4000 dialyzer being used. Nine minutes into procedure, filter showed small blood leak and was changed to a model 170 dialyzer and treatment completed uneventfully. Hrs later, pt became symptomatic, complaining of eyes burning, loss of vision, headache, loss of hearing, lethargy, weakness, etc. Problems continue to some degree.